Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the tip expansion malfunction was unknown. It is also unknown whether any additional steps or devices were attempted to open the pipeline. There was a suggestion of possible tip damage, but the release was performed only once.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left internal carotid artery (ic) c4 aneurysm with a max diameter of 16 mm and a 7 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 4mm distally and 4.5mm proximally. It was reported that ped failed to deploy at the distal region due to a tip expansion malfunction. A different model number, ped2-475-30 b735582, was used. It was unknown if the pipeline was located in the tortuosity of the blood vessel. Less than 50% of the pipeline was deployed when it failed to open, but the number of times the pipeline was resheathed is unknown. It is also unknown whether any additional operations, such as using another device to deploy the stent, were performed. The stent was removed from the patient¿s body, and the pipeline was resheathed and collected along with the microcatheter. The pipeline was used as an indication (off-label use). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.